Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had low reading into the 50's mg/dl or 40's mg/dl and treated with bowl of cereal. The customer also reported high readings after treating for low. The customer's last blood glucose was 252 mg/dl. The customer also reported sensor and calibration errors. The insulin pump was not returned for analysis.